Event description:
Customer reported the device did not work well due to air leaking from hose. This is report 1 of 1 for #com-(B)(4).

Manufacturer narrative:
During pre-repair assessment performed by technician, investigation revealed the device blades were broken and the hose damaged. The device was repaired and returned to the customer on 1/31/2013. Manufacture date: june 2008.